Manufacturer narrative:
Investigation: a review of the manufacturing records for lot a149320 did not reveal any non-conformity relevant to this reported event. (B)(4).

Event description:
The procedure was a right tpt, at, and distal sfa intervention via left cfa access. Physician used 014 thruway wire with a silverhawk to treat the btk lesions first. Physician tried to cross nosecone through the tpt and could not. Physician then predilated with a nanocross 2x60 in the tpt and tried to cross again with the silverhawk. This was not successful. Physician then proceeded to use the silverhawk in the distal sfa lesion, which was highly calcified with 90% stenosis. The cutter on the device was not able to engage into the morphology successfully. It was chattering and the nosecone was actually getting stuck in the lesion. After 4 short passes the physician stopped and removed the device. As the physician was removing the silverhawk, the wire became coiled around the tip of the nosecone causing difficulty pulling the device through the sheath. The physician exerted more force and the tip of the nosecone broke off with part of the wire. The physician then was able to pull the silverhawk and proximal part of the wire out of the body. About .5cm of the distal tip of the nosecone (still otw) and 30cm of the distal part of wire were still in the right sfa . The physician used a 5mm amplatz gooseneck snare and was able to snare the wire (with the nosecone part on the wire) in the right sfa. As the physician was pulling the snare over the distal aorta bifurcation and through the left common iliac, the snare was going through the freshly deployed (deployed 2 weeks ago) stent, the thruway wire became caught on the distal end of the stent. The physician advanced the sheath through the stent in the left iliac and was able to dislodge the thruway wire off the stent. The physician then used another 20mm snare and successfully snared the thruway wire out of the body. Unfortunately, the silverhawk nosecone came off the thruway wire and went distal into the left sfa. The physician gained access in the right cfa and used a 10mm snare to retrieve the tip of the nosecone in the left sfa. The physician was unsuccessful at retrieving the nosecone and the nosecone traveled further distally into the right proximal peroneal. The right peroneal prior to the intervention was shut down so the nosecone had not negatively affected the peroneal out flow. The physician ended the intervention and decided to bring the patient back in two days to make a final attempt in retrieving the tip of the nosecone. The physician decided to leave the tip in the peroneal because it would clot off and not affect the patency of the vessel. The patient condition is good. The reported event has been confirmed. The silverhawk was received with the cutter driver, no other ancillary devices were included. The distal assembly was inspected and observed the distal end was fractured. The cutter head was pulled back into the cutter window to ensure the cutter was intact. Approximately 1cm of the distal assembly was missing and not included within the received contents. The guidewire tubing was inspected under microscope and found zipper tearing. The tearing was visible throughout the entire length of the guidewire tubing. The instructions for use for the silverhawk includes the following: "never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit."